Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was further reported that the patient presented with presyncope. There were high thresholds observed with the rv lead and unexplained loss of capture despite high output settings. Reprogramming was performed, and subsequently the lead was capped. No patient complications have been reported as a result of this event. Also, it was reported that the implantable pulse generator (ipg) device exhibited a pacing problem and there was unexplained loss of capture. Initially, programming was performed. The device was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.